Event description:
Information was received from a patient regarding an external device to an implantable pump infusing unknown drug for spinal pain. It was reported that the patient stated the device (handset) would shut down in the middle of delivering a bolus. The agent asked if the handset was getting stuck at 90% and patient stated no, it did not shut down at that point. The patient also stated that sometimes when they do go to do the bolus, the handset would not even connect to the communicator and it would say connection failed. The patient would try to reset the whole thing and it would not even let them. The patient mentioned that a lot of times they were turning the handset off at night because the battery just sucked and they stopped doing it because it took like 12 minutes for it to connect. The agent understood the patient was getting stuck at 90%. During the call patient service walked the patient through clearing data and restarting the handset. The patient was able to successfully connect to their pump. The patient was able to quickly deliver the bolus. The patient would monitor the issue and call back when needed.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.